Manufacturer narrative:
Product has not yet been received by manufacturer, so investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the stapler jammed. No patient injury reported.